Manufacturer narrative:
(B)(4) age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Summary of investigational findings: based on the provided information and since no product was received it was not possible to determine whether the experienced issue is related to a device failure or user technique. However, wce has previously initiated corrective and preventing actions regarding this issue. The complaint device was manufactured prior to any actions, which perhaps may explain the experienced difficulty cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a (B)(6) female patient underwent a thoracic endovascular stent graft placement procedure for a thoracic aorta dissection from left subclavian to a few cm above celiac with small ulceration. During the procedure the physician deployed the graft and went to pull the trigger wire, the thumb screw came off fine but afterwards the green trigger wire release mechanism would not pull off; we were about to cut the wires and have him pull them that way after checking to see if there was some tension built up in the deployment system but after a few minutes he was able to finally tug the trigger wire release mechanism off without having to cut anything. The stent graft remained in the patient's body as intended but everything else was removed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.